Event description:
It was reported that when using the bd pyxis¿ medflex 1000 station screen was frozen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 06-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. A technical support specialist remotely accessed the system and restarted the application. Once the application reloaded, the user was able to log in and successfully issue medication. The system functioned as intended after the technical support specialist troubleshot the device.